Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and generalized illness symptoms including fatigue, allergies, joint pain, and skin mole. Health effect: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 320cc mentor memorygel breast implant on both sides and experienced bilateral bilateral capsular contracture; left side baker grade iii, and right side baker grade IV, generalized illness symptoms including fatigue, allergies, joint pain, and skin mole postoperatively. Patient's diagnosis was confirmed after physical exam. As a result, the patient underwent bilateral explantation, and replacement with catalog number 3507320mc; serial number (B)(4) on the right side, and unknown device on the left side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On december 8, 2021, mentor became aware that the left device was replaced on 12/2/2021. On december 13, 2021, the mentor failure analysis lab received the device for evaluation. On december 30, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 320cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2021, mentor became aware that the patient only had her right breast implant exchanged due to grade IV capsular contracture. Her left breast was not included or defected. Hence, date of explant has been removed and corresponding fields have been updated on this form. On july 7, 2021, mentor became aware that the hospital accidentally discarded the right implant and hence, will not be returned. This supplemental medwatch report is for the patient¿s left-sided device. (B)(4).

Manufacturer narrative:
On october 27, 2021, mentor became aware that the date of surgery is (B)(6) 2021, and baker grade on left side has progressed to IV from iii. The following fields have been updated on this form: is required intervention has been re-selected under section b; field b2. Fields d6b for explantation date is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and generalized illness symptoms including fatigue, allergies, joint pain, and skin mole. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).